Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to occlusion. The patient had a do not resuscitate order in place prior to the procedure. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The physician began the extraction attempt of the ra lead with a spectranetics 11f tightrail sub-c rotating dilator sheath. Progress was made through the innominate vein, and then efforts switched to extract the rv lead, making progress to the superior vena cava (svc). It was noted that the patient's blood pressure was fluctuating and was treated. The physician switched to a spectranetics 11f tightrail (long) rotating dilator sheath, and while attempting extraction of the rv lead, significant back bleeding was noted from the pocket. Progress was made to the middle of the svc, but traction could not be maintained due to the dense makeup of the occlusion and jeopardized lead integrity. The physician switched efforts to the ra lead but still could not advance farther than the svc occlusion. A venogram was then performed on the right side to determine if the svc had opened for potential stent placement, but the patient's blood pressure dropped significantly and an svc perforation was discovered. Initially, no effusion was noted; however, chest compressions were initiated and a small pericardial effusion was detected. A pericardiocentesis was performed, but shortly afterward the patient expired. This report captures the 11f tightrail in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed. Perforation of vessels are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.